Manufacturer narrative:
Final device investigation showed that inner shaft rubbed against the outer shaft upon spinning. The shaver was locked together when received and the inner and outer shaft had to be separated with tools. Once separated, it was found that lubrication was present and that some metal damage was observable on the tip of the inner shaft. During reprocessing a shaver is tested to determine if the inner shaft spins without any undo rubbing against the outer shaft. If there is undo rubbing, the device is rejected for reprocessing. The instructions for use state that "excessive pressure may cause cutters, shavers, or burrs to bend or break."

Event description:
It was reported that the shaver would not turn, and when used during a procedure there was "a lot of metal dust" coming off of the device. It was later reported that the "inside was rubbing against the outside" creating metal debris that went into the pt's joint during a knee arthroscopy. All of the debris was suctioned out of the joint and a new blade was used. The pt was fine, and there was no pt injury. The procedure was delayed 15 minutes.